Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Use error per tandem¿s user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2023 with a blood glucose (bg) level of 48 mg/dl; cause was not known, but reportedly, the customer was using a cartridge beyond labeling. The customer consumed carbohydrates and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.